Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting stent delivery system was inserted into a pt for the treatment of a lad lesion. The vessel morphology at time of implant is unknown. It was reported that pt turned 4 months post stent implant for recurrent angina; which revealed 25% in-stent restenosis. The significant stenosis was treated with the deployment of a balloon using the kissing balloon technique. It was reported that 17 months post stent implant that the pt returned to the hosp due to experiencing chest pain. It was reported that CABG was performed due to a stent fracture, the day after presenting to the hosp. The investigator's assessment that the relationship to the study device was remote. No further info has been obtained. Please note that this device is an investigational device and is similar to the united states distributed product.

Manufacturer narrative:
Results: lack of info.